Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's friend called because customer needed assistance changing his infusion set. Neither customer nor his friend knew what to do, so they called the paramedics. The paramedics came and stated that customer is fine. Customer was not treated for high or low blood glucose. The paramedics advised to monitor the issue for now and call back if needed. Customer's blood glucose was 270 mg/dl. During troubleshooting, the reservoir was completely empty. Customer had removed the reservoir cap with the o rings when trying to remove the plunger and all the insulin came out. The reservoir window has some fog on it. The device had no alarms aside from no reservoir alerts. The device passed the self test. Customer was assisted with doing a complete set change. He was advised to monitor the issue and call back if needed. Nothing further reported.